Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a company representative (rep) stated that she thought the patient's initial symptoms were on (B)(6) 2025 and he went to the emergency room (ER) on (B)(6) 2025 but they apparently did not do what he was expecting so he went to another provider at that point. She said a catheter access port (cap) study was done at some point and no issue could be found. They decided to replace the pump today since it was near eos as well as the catheter even though they could not find any issue with it. She said when the old catheter was cut from the old pump it flowed freely but decided to replace it anyway at the patient's insistence and will be sending both back for analysis. Additional information was provided from a consumer (con) stated that his healthcare provider (hcp) needed an investigation, and states very would like to get a new hcp. The patient wanted to be sure this was all reported and wanted to be notified of the letters that are sent to the hcp. The patient stated that the reason for the call was to be sure this was all documented and to gather hcps. It was noted that the medication was always off 5ml when usually would be 1ml and was not getting much therapy. They had to supplement with oral baclofen. However, it is all is working now but the pump has simply failed. The patient just had this replaced on (B)(6) 2025 which entailed the catheter and the pump. Additional information was provided from a company representative (rep) stated that the drug information for baclofen was 350.4 mcg/day 2000 mcg/ml and lioresal 250 mcg 2000 mcg ml.

Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer (con) stated that last spasm they had was before they 'put me out' in the operating room to replace the pump on (B)(6) 2025. The patient stated that they have not had a spasm since then and this was clearly a pump failure, not a complete failure, but a failure. The patient re-reported that nobody believed them because the pump was not alarming and nothing showed up on testing for the 1st time and 2nd time this happened. The emergency room (ER) discharged them. The patient mentioned that 'the insert in the refill kit was basically not the only thing it could be,' and the agent did not attempt to inquire further. The patient stated that the best way they can describe the symptoms ¿pf the failure is like bad ad,' it was confirmed as autonomic dysreflexia. However, it is common for a patient who have spinal cord injuries above t6 they think. The patient mentioned that they were 'not done with this, I have other things I'm doing,' and mentioned 'I've lived with this for 20 years. After the call, the agent obtained information that pump was received by medtronic and was being analyzed. The agent emailed medtronic rep to provide an update. The agent reached out to the patient back to review analysis update. The patient mentioned that they got their staples out, but they were in the process of getting a referral and were cutting ties with their physician. The patient inquired if they themselves could get a copy instead of from their physician. The patient then stated that they would wait some time for the analysis to complete prior to inquiring about receiving the analysis. Additional information from a healthcare provider (hcp) via a company representative (rep) stated the medication in the pump was gablofen.

Manufacturer narrative:
H3. Pump: visual inspection identified some slight damage to the septum with no leaking seen during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving gablofen (n/a mcg/ml at n/a mcg/day) via an implantable pump for unknown indications for use. It was reported that they were having issues with the pump. The patient stated the pump was failing and the healthcare provider (hcp) was not taking steps to replace the pump. The patient stated they went to hcp on (B)(6) 2023 for a regular pump checkup and they did a scan of the pump and did not do any changes. The patient stated that the next day, they started getting major spasms and the following week, he was in the emergency room (ER) with withdrawals and constipation. The patient reported that the pump was slowing down the amount of liquid he is getting each day, and he was not getting overdosed or underdosed, but the pump was slowing down. The patient stated that he was taking oral medication to supplement but they could not take what was needed because of the side effects that it causes. They saw hcp on (B)(6) 2025 and they checked the catheter, and catheter looks good but did not do side port check. The patient said, the pump has never been off more than 1.5ml in the full 6 months that they go between the refills. They saw hcp on (B)(6) 2025 and they increased the pump to 7 percent, then checked the reservoir and the reservoir was way off and proved the pump slow down. The patient stated that they were getting much less medication because the pump was slowing down each day. The patient stated that the pump was failing and the hcp scheduled pump replacement in (B)(6). The patient asked if medtronic can fast track the replacement. The patient asked to contact a medtronic representative. The patient asked to have the pump analyze. The patient wanted medtronic to know about the pump failing because this is very important to him and his life. The patient mentioned that he is a paraplegic and need the pump. The patient service reviewed the process to return pump to medtronic to be analyzed and the patient service reviewed device function and information. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The agent reviewed and recommended the patient to consult with their hcp regarding contacting the medtronic representative. The patient mentioned that this is his third pump, and 2-3 pumps have failed.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.